Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 20 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® 9nc 0.109m plus blood collection tubes had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated: "the phlebotomy department said these devices cannot draw enough blood, and so the labs cannot use the blood samples collected."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd vacutainer® 9nc 0.109 m plus blood collection tubes had under-fill or low draw of a tube with blood. The following information was provided by the initial reporter: the customer stated: "the phlebotomy department said these devices cannot draw enough blood, and so the labs cannot use the blood samples collected."